Event description:
In 2004, the user facilty informed the MFR's sales representative of the following : port was explanted and replaced with another port. Pre-attached port was saved to send back to MFR. For evaluation. Hole in catheter has been circled.